Event description:
Caller reported experiencing multiple occlusion alarms, including alarm 2 and alarm 26. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. The customer experienced frequent occlusion issues and was transferred for additional assistance.